Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the tip of the cannula was fractured and the unit was missing a portion of the tip. No other damages were found. During the manufacturing process, all kii trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Engineering was unable to confirm the root cause of this incident; however, the fractured tip may have been caused by applying constant force to the cannula with a surgical device or over-torquing the cannula. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. This document represents our final report.

Event description:
Lap chole - "missing portion of lower cannula tip: staff first noticed at end of procedure when removing trocar that a small piece of plastic was missing from end of cannula. A search was made in abdomen for missing piece of plastic, however abdomen was all clear."intervention - "search in abdomen was performed - nil found."patient status - "normal".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.